Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer¿s blood glucose level was 400 mg/dl and 50 mg/dl. The customer was treated with bolus correction for high blood glucose and with food for low blood glucose. The customer declined troubleshooting for high blood glucose and low blood glucose. Customer was not in auto mode when they experienced high blood glucose but they were in auto mode when they experienced low blood glucose. The insulin pump will not be returned for analysis.